Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed by changing pump supplies and delivering a bolus via the pump. Customer was subsequently admitted to the intensive care unit with a blood glucose 500 mg/dl and ketones. Customer was treated intravenously with saline and insulin. Treatment resolved the issue and the customer suffered no permanent damage. System check was performed and the pump is functioning as intended. Multiple attempts were made by technical support to follow up with the customer for additional information regarding the hospitalization, but no response was received, and no additional information was provided.